Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. The following information was requested, but unavailable: was the procedure an open procedure? If not, did the procedure have to be converted to an open to remove the black plastic cover? Did the device fire as intended?

Manufacturer narrative:
(B)(4). Damaged joint cover. The analysis found that the device was received in good visual condition and with no cartridge reload present. Upon further inspection the joint cover was noted to be torn. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure the black plastic cover fell off. It could be removed. No further information is available. No patient consequences reported. Procedure was completed with same like product.